Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the tissue pad missing and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigma resection procedure, the white polymer piece of the passive jaw disappeared. (Pad did not fall into patient) it is unknown how the procedure was completed. There were no adverse consequences for the patient.